Event description:
Five days following hip replacement surgery, an (B)(6) female pt experienced a wound disruption concomitant with a hip dislocation, possibly caused by a pt fall.

Manufacturer narrative:
The insorb subcuticular stapler has been used successfully to close hip replacement incisions at numerous facilities prior to this incident. This pt apparently fell during the early post-operative period and incurred a hip dislocation. The wound disruption was likely precipitated by the primary event and unusual stress to the incision by the associated anatomic distortion. The pt returned to surgery for a remedial procedure.